Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 4.8 cm in diameter and 7.3 cm in length abdominal aortic aneurysm. Vessel morphology was reported as there was severe tortuosity/curvature from both sides of external iliac artery (eia) to common iliac artery (cia). The bifurcated stent graft was inserted from left side and deployment was finished for contra side. After suprarenal stent was deployed, angiography for the distal side of the ipsilateral limb found that the blood vessel had accordion shape which inhibited the contrast agent from its flow. However due to the accordion shape of the vessel, the exact location of the end of the stent graft was unknown. The device was deployed at the site where the bifurcation would be expected. However, due to the short vessel and accordion shape the internal iliac artery was covered. The physician stated that this was an acceptable result. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).